Manufacturer narrative:
The device has been returned to the MFR and is currently being analyzed. No further info is avail at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with the MFR's clinical trial lvad. It was reported by the vad coordinator that while the pt was at home on tethered support, he unplugged the power base unit (pbu) from the wall, as the pt wanted to see what would happen if he did, and the pump stopped. When the pt plugged the pbu back into the wall, the pump started and the system went into backup mode, and yellow wrench and "replace system controller" alarms occurred. The pt contacted the hosp and was instructed to exchange the system controller. The pt replaced his controller with his backup controller and the alarms were resolved. The pt went to the hosp the following day and was found to be in satisfactory condition with no further issues.